Event description:
The customer observed "failed to home" error messages for the abbott cell-dyn sapphire analyzer. The customer stated the "failed to home" error messages have been occurring sporadically, at least 10 times total in one day. The customer's review of the instrument maintenance log indicated the cell-dyn sapphire hemoglobin syringe was removed and replaced twice in the two weeks prior to the observation of the error message. The customer contacted the abbott customer support center and was instructed to clean the hemoglobin syringe. During the cleaning procedure, the customer observed the syringe did not move freely and the syringe plunger was very difficult to move. The customer discarded the problem syringe as instructed in abbott's customer recall letter for the cell-dyn sapphire hemoglobin syringe. The customer replaced the syringe and the issue was resolved. The customer stated that no patient results were generated or reported out of the laboratory.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.